Event description:
According to the reporter: about 30 minutes after starting a laparoscopic donor nephrectomy, the surgeon noticed that the tissue pad was about to disengage from jaws of instrument. The tip did not fall into the pt cavity and there was no tissue damage. The procedure was completed using another shears.

Manufacturer narrative:
Initial report submitted: june 18, 2008.